Event description:
Pharmacist reported rupture. Right side. Device explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on (B)(6) 2021 with lot number 1781313. Analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on radius. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on radius of broken device assessed as an unidentified (tear) opening." G.3 date received by the manufacturer: in the initial report, this was dated 04/nov/2020; however, it should be 03/nov/2020.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist reported rupture. Right side. Device explanted.